Event description:
It was reported that patient experienced bent cannula on (B)(6) 2026 because the patient was lean and that led to diabetic ketoacidosis, patient first went to ER and was subsequently hospitalized and was admitted in intensive care unit and treated with IV and fluids of saline and insulin.

Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.